Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition could not be verified. Evaluation was able to verify the device properly charging a known good battery however the customer battery was not returned with the pump for testing. The evaluator inadvertently missed testing the device for the issue of "stopping mid infusion". No infusion testing was performed and the device is no longer in its as received condition. The device will be required to pass all release testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump stopped mid infusion due to a failure to charge. There was no known patient injury or medical intervention associated with this event. No additional information is available.